Manufacturer narrative:
Date of event: estimated date. The original tweet referenced is filed under a separate medwatch report number. Exemption number e2019001. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Event description:
A tweet was read that was seeking responses to the following question: "has anyone ever come across this before? The hydrophilic portion of the proglide device separated from the main body, inside the femoral artery". This medwatch report captures the response: ¿yes. Happened to me last month during tavr. Couldn¿t snare as stuck in calcium. Surgeon fished it out.¿ no additional information was provided.